Event description:
A home pt (hp) contacted the baxter technical services ctr to report that a dog attacked and tore the pt extension line during dwell while using a homechoice system. The hp wsa not connected at the time of the attack. The technical support rep (tsr) advised the hp to end the therapy early and start over with new supplies. The tsr assisted the hp with advancing to the start of a new therapy. There was no pt injury or medical intervention reported at the time of the incident.a home pt (hp) contacted the baxter technical services ctr to report that a dog attacked and tore the pt extension line during dwell while using a homechoice system. The hp was not connected at the time of the attack. The technical support rep (tsr) advised the hp to end the therapy early and start over with nerw supplies. The tsr assisted the hp with advancing to the start of a new therapy. There was no pt injury or medical intervention reported at the time of the incident.

Manufacturer narrative:
Baxter's surveillance dept will attempt to ensure that proper procedures be reviewed with the home pt.